Event description:
Patient had this ureteral stent placed after lithotripsy on (B)(6) 2020. It was attempted to be removed in clinic on (B)(6) 2020, it broke and patient had to come to the hospital for removal; much calcification.